Event description:
A false non reactive advia centaur xp hbsag result was obtained by the customer and considered discordant to repeat reactive test results on other hbsag test methods. The physician question the non reactive result due to a previous history of reactive results. There was no known report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and performed a functional system check and found no system issues that may have contributed to the discordant result. A positive pcr result and negative hbsag can be indicative of a recovered patient. The instruction for use IFU) limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. It is recognized that the current methods for the detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with hepatitis b virus. A nonreactive test result in individuals with prior exposure to hepatitis b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay." No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.